Event description:
Affiliate reports that fluid did not flow through the device, due to some form of blockage. This resulted in an explant and replacement.

Manufacturer narrative:
Codman has requested return of the valve for evaluation historically, for complaints of this nature, examinations of the valves have revealed the accumulations of biological debris within the valve which have resulted in blockages within the devices. Reviews of the device history rocords have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated abave or if any further information regarding the cause or mode of failure is made available, otherwise, the complaint is considered to be closed at this time.